Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a sleeve gastrectomy procedure with no initial faults. Post-operatively, the patient was readmitted to the emergency room due to an anastomotic leak. The patient experienced contamination of the abdominal cavity, bile leakage, abdominal pain, nausea, vomiting, post-revision surgery wound infection, abscess, septic shock, acute respiratory failure with hypoxia, extraluminal air in the gallbladder, surgical debridement, tissue infection, and focal defects. Treatment included additional hospitalization, surgical intervention, subsequent surgeries, imaging, irrigation of wounds via pulse lavage, installation of a penrose drain, wound repacking, wound vac placement, debridement and exploration of abdominal wounds, and fistula.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a sleeve gastrectomy procedure with no initial faults. Post-operatively, the patient was readmitted to the emergency room due to an anastomotic leak. The patient experienced contamination of the abdominal cavity, bile leakage, abdominal pain, nausea, vomiting, post-revision surgery wound infection, abscess, septic shock, acute respiratory failure with hypoxia, extraluminal air in the gallbladder, surgical debridement, sepsis, tissue infection, and focal defects. Treatment included additional hospitalization, , open abdominal surgery, surgical intervention, subsequent surgeries, imaging, irrigation of wounds via pulse lavage, installation of a penrose drain, wound repacking, wound vac placement, debridement and exploration of abdominal wounds, and fistula.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a sleeve gastrectomy. It was reported that after the implant, the patient experienced anastomotic leak, contamination of the abdominal cavity, bile leakage, abdominal pain, nausea, vomiting, post-revision surgery wound infection, abscess, septic shock, acute respiratory failure with hypoxia, extraluminal air in the gallbladder, sepsis, tissue infection, focal defects, fistula, fluid collection with air foci, labs abnormal for wbc; albumin; hemoglobin; platelets, inflammation, abdominal wall defects, tachycardia, staple line failure at enteroenterostomy, frank bilious contamination, leukocytosis, cutaneous yeast infection, edema, serous fluid, fibrinous exudate, open abdominal wound, epigastric pain, tenderness, drainage of yellow serous fluid, seroma, necrotizing soft tissue, gastric ulcer, stress, anxiety, foul-smelling white fluid drainage, fibrinous material, rigors, fever, wound dehiscence, abdominal distention, induration,pain, purulent material. Post-operative patient treatment included ER admission, surgical debridement, multiple hospitalizations, open abdominal surgery, surgical intervention, subsequent surgeries, imaging, irrigation of wounds via pulse lavage, installation of a penrose drain, wound repacking, wound vac placement, debridement and exploration of abdominal wounds, diagnostic laparoscopy, small bowel resection, exploratory laparotomy, diagnostic flexible egd, antibiotics, nystatin powder, wound care, lasix, pain medication, ot/pt, incision and drainage of wound, midline laparotomy incision closed loosely with staples and packed, IV fluids, upper gi endoscopy, PICC line insertion, antinausea medication, tpn, npo for several weeks, use of ostomy bag.

Manufacturer narrative:
Patient codes, ime e2402: induration, rigors, air foci, labs abnormal for wbc; albumin; hemoglobin; platelets, leukocytosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.